Event description:
Event description boston scientific crm received information that during a device upgrade procedure, the header of this pacemaker became detached from the device. The physician noted only moderate force was needed to remove the device from the pocket. There was not an unusual amount of scar tissue noted. There were also stored episodes of ventricular tachycardia, however unknown to be real or due to noise. Comments were made regarding noise on the non-guidant atrial and right ventricular leads prior to the change-out. No adverse patient effects were reported.